Manufacturer narrative:
The ge service rep conducted an onsite investigation. The generator interface board was replaced and the voltage was adjusted on the power supply. The system was tested and operates as intended.

Event description:
The customer reported that the system would lock up. No pt injury was reported.